Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Initial inspection noted that the lead insulation was twisted and dried body tissue was stuck on the tip of the helix. Additional testing confirmed that the lead was electrically continuous. No other testing was performed.

Event description:
Boston scientific received information that the patient implanted with this device system had twiddler's syndrome. As a result, the right ventricular (rv), left ventricular (lv) and right atrial (ra) leads were dislodged. An invasive revision procedure was performed and the three leads were easily extracted. During the revision procedure, a new lv lead was attempted to be implanted, however, increased pacing impedances were observed and the lead was ultimately explanted. A second lv lead was attempted to be implanted, however, no pacing was observed and the lead was explanted. A third lv lead was implanted successfully. No further complications were observed.